Event description:
This spontaneous case report was received by regulatory authority in (B)(6) on 16-mar-2016 from a (B)(6) female consumer and forwarded to bayer on 04-aug-2016. On (B)(6) 2014 essure (fallopian tube occlusion insert) was inserted. A painful placement was described; placement of left coil was less easy and was painful because of 2 surgeries in her oviduct. In (B)(6) 2014 (3 months after insertion) she began to experience increase or heavy blood loss during menstruation, rash, pain during menstruation, pain in abdomen, pain radiating to legs, one sided contractions, memory loss, concentration problems, arrhythmia and chronic iron deficiency. She stated that she was known with heart arrhythmia but she was not sure if this was because of essure; she suspected possibly relation because she had more complaints of heart when inflammation values in body were higher. She is considering novasure procedure. Company causality comment: this spontaneous case report refers to a (B)(6) female consumer who had essure (fallopian tube occlusion insert) inserted and experienced increase or heavy blood loss during menstruation. This event is listed in the reference safety information for essure. Abnormal menstrual pattern changes and genital bleeding, including unscheduled and heavy bleedings may occur during essure use. Thus, based on a positive temporal relationship, essure safety profile, and lack of alternative explanation, the event increase or heavy blood loss during menstruation was assessed as related to essure use. This case was regarded as incident since an intervention was planned (novasure). Other nonserious events were reported. Technical analysis has been requested. No further information is expected from consumer.

Manufacturer narrative:
Quality safety evaluation received on 20-oct-2016: ptc global number (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. The reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar adverse event cases is not applicable. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 21-oct-2016 for the following meddra preferred term: menorrhagia. The analysis in the global safety database revealed 292 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this spontaneous case report refers to a (B)(6) female consumer who had essure (fallopian tube occlusion insert) inserted and experienced increase or heavy blood loss during menstruation. This event is listed in the reference safety information for essure. Abnormal menstrual pattern changes and genital bleeding, including unscheduled and heavy bleedings may occur during essure use. Thus, based on a positive temporal relationship, essure safety profile, and lack of alternative explanation, the event increase or heavy blood loss during menstruation was assessed as related to essure use. This case was regarded as incident since an intervention was planned (novasure). Other nonserious events were reported. According to product technical analysis, since no batch number was reported, a batch investigation with respect to similar adverse event cases is not applicable. No further information is expected from consumer.